Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. Recently, this device was explanted and replaced to resolve the event and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This pacemaker remains in service at this time. No adverse patient effects were reported.